Event description:
The caller reported experiencing cartridge alarms 20 on their insulin pump. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Tandem technical support arranged to replace the pump, advising the customer on how to use a pen as a backup therapy and providing steps to put the pump in storage mode for return.